Manufacturer narrative:
Unit received with high idle current and unexpected weak battery alarm due to poor solder joint connection at u4 flash memory on m/b. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a battery life of one to two days. The customer reported that she was recently sent a replacement battery cap, which did not resolve the issue. Blood glucose level at the time of the incident was 244 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.